Manufacturer narrative:
(B)(4). Other remarks. Corrected data.

Event description:
It was reported that "the package was found broken during inspection. Involved 342 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Event description:
It was reported that "the package was found broken during inspection. Involved 342 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A device history record review was performed, and no relevant findings were identified. An investigation has been previously opened to further investigate this issue. Root cause is identified in the investigation. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the package was found broken during inspection. Involved 342 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73j2300900 the staplers were visually inspected, and issue reported "broken package - sterility compromised" was not observed in the current manufacturing process. A device history record review was performed based on potential lots from sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable root cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.